Event description:
It was reported to boston scientific corporation in 2006, that a radial jaw 4 single use biopsy forceps jumbo device was used during an egd (esophagogastroduodenoscopy) procedure (patient age, gender and weight are unknown). According to the complainant, the patient complained of chest pain. Procedure completed with same radial jaw 4 single use biopsy forceps jumbo device. The patient's condition at the conclusion of the procedure was reported to be "stable." A followup with this site indicated that the device did not malfunction and that patient pain subsided with time and rest.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.